Manufacturer narrative:
Device evaluation summary: an inspection showed the glidescope was broken off at the leading end, where the blade meets the camera. The device also had significant delamination causing the back of the blade to chip, and the cleaning cap was missing. Safety alert notice (B)(4) was issued to all customers on (B)(4) 2013 to provide add'l safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage. The device was approximately 6 years old at the time of the event.

Event description:
On return to verathon, the leading end of the glidescope gvl 3 video laryngoscope was found to have broken off at the camera juncture. The customer did not report any patient involvement.